Manufacturer narrative:
(B)(4). D10: unk versys femoral stem unknown unknown trilogy acetabular polyethylene liner unknown unknown bone screw self tapping unknown unknown triology shell unknown suggested component code- mechanical (g04): head customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that a patient had a left total hip arthroplasty completed. Subsequently, the patient was revised due to elevated metal ions and pseudotumor. During the revision necrotic debris and significant bone loss were observed around the acetabulum. Trunnionosis was noted as well. The acetabulum and femoral components were well fixed; the liner and head were revised without complications.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 the following sections were corrected: b5; d1; d4 catalog number; h6 clinical code d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, but neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Medical records indicate office visits with pain, ho, numbness and metallosis noted and persistent until revision. No further complications were noted post revision. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left total hip revision approximately 23 years and 3 months post-implantation due to elevated metal ions and pseudotumor. During the revision, necrotic debris and significant bone loss were observed around the acetabulum, and trunnionosis was noted. The acetabular and femoral components were well fixed; the liner and head were revised. Attempts have been made and no further information has been provided.